Event description:
The initial reporter received questionable elecsys acth (adrenocorticotropic hormone test system) results for one patient tested on a cobas 8000 e 801 module. The customer reported the qc results were inconspicuous. On (B)(6) 2022, the patient's initial acth result was reported outside the laboratory. The patient's physician doubted the reported result and expected a result of approximately 300-400 ng/l due to an underlying disease. On (B)(6) 2022, the customer performed repeat testing with the sample. The patient's initial acth result was 16 ng/l. The patient's repeat acth result was 273 ng/l. The customer determined the repeat result was correct. The acth reagent lot number was 56954001 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The customer reported no further issues were observed. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. There was no indication of a performance issue of reagent or instrument. It was reported there were no fibrin clots or strands present in the patient's sample. The investigation reviewed the system's alarm trace and found multiple sample short errors. This is an indicator of possible poor sample quality. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue. The investigation did not identify a product problem.